Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had connectivity issue. There were no interface messages being sent from the alaris infusion devices hospital wide. There were user reports of pump offline and no response from alaris pump error messages and non-compliant interoperability medication administrations. The interface messages filed with previous timestamps. There was no patient involvement.